Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During a mako hip procedure the locking nut on the hip end effector broke off. Using other instruments to release the quick coupling we were able to remove the reamer shaft. End effector replaced and proceedure completed.

Manufacturer narrative:
Reported event: during a mako hip procedure the locking nut on the hip end effector broke off. Using other instruments to release the quick coupling we were able to remove the reamer shaft. End effector replaced and procedure completed.; delay: 5-10 minutes. Visual inspection: visual inspection confirms failed locking mechanism with ball bearings failing. Visual inspection confirms a sheared off (B)(4) hip release knob. Dimensional inspection: dimensional inspection was not completed as the visual inspection clearly shows the failure of the device. Functional inspection: functional inspection was not completed as the visual inspection clearly shows the failure of the device. Device history review: review of the device history records indicate 22 devices were manufactured under lot no 19020415 and 19 including s/n (B)(4) were accepted into final stock on 03/31/2016 . A review of (B)(4) revealed that the non-conformance is not related to the failure alleged in this compliant. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 206967, lot number 19020415 shows 5 additional complaints related to the failure in this investigation. Pr # (B)(4). Conclusions: alleged failure confirmed. Corrective action/preventive action: CAPA (B)(4) was initiated based on other complaints reporting this issue.

Event description:
During a mako hip procedure the locking nut on the hip end effector broke off. Using other instruments to release the quick coupling we were able to remove the reamer shaft. End effector replaced and procedure completed.